Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-22. It was reported the cause of the shocking was not determined. The impedances were all normal. They turned the intensity down a bit. The patient had lost weight so the battery was sitting close to muscle. It was too soon to tell if the issue had resolved. It had only happened a few times and was minor, not strong. The patient was going to see how it went for the next couple of weeks. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient is experiencing shocking at their battery site. The rep will be meeting with the patient on (B)(6) 2019 to check the battery. There are no known factors that may have led to this shocking. No further complications were reported. No additional patient symptoms were reported.